Event description:
In 2000, a gore excluder aaa endoprosthesis was used to repair an abdominal aortic aneurysm. A type ii endoleak was discovered post-operatively and successfully repaired. Sometime later, aneurysmal sac growth was reported. From 2004 through 2007, the sac has enlarged from 6.7cm. No further endoleaks that could have contributed to the pt's condition were found. No add'l re-interventions have been reported.

Manufacturer narrative:
A review of the mfg paperwork has been requested.